Event description:
It was reported that the (3) tsg45, and (13) tr45g were used during a thorascopy procedure. The procedure was a thorascopic repair of the bronchio-plurai erstula/lumpectomy. The stapler did not fire properly however, it seemed to send the knife each time. During some of the firings, half of the staples would form, some were incomplete, and not all of the staples came out. The surgeon felt that the stapler was chewing up the lung tissue. Three 45mm endo cutter's were opened up and one el60 were used to try to complete the case.